Event description:
The following article was reviewed: performance of the gore vbx balloon expandable endoprosthesis as bridging stent-graft in branched endovascular aortic repair for thoracoabdominal aneurysms giovanni b torsello, apostolos pitoulias, sarah litterscheid, bärbel berekoven, giovanni-federico torsello, martin austermann and michel j bosiers. Doi: 10.1177/15266028211010455. Published april 2021. Between december 2017 and december 2019, a total of 112 patients underwent endovascular treatment for thoracoabdominal aortic aneurysms with branched endografts based on the zenith stent-graft platform (cook medical) and at least one gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) as bridging stent-graft (bsg) in 355 target vessels (celiac trunk: 80, superior mesenteric artery: 81, renal arteries: 194). In case the vbx device was not available in the desired size, an advanta v12-icast (getinge) mated with a gore® viabahn® endoprosthesis with propaten bioactive surface was alternatively utilized. In this study, they specifically assessed the performance of the vbx device. Within the ¿results¿ section and table 3 the following adverse events were listed: renal insufficiency (4). New hemodialysis (3). Endoleak type ic (6) due to an insufficient distal landing zone or insufficient dilatation of the stent at the level of the left renal artery in three cases, in celiac artery in two cases and in superior mesenteric artery in one case. All endoleaks were corrected by endovascular means. In the literature it is stated that ¿type ic endoleaks were found within the first 42 cases but no type ic endoleak was detected in the last 70 cases. With increasing experience, we learned that careful intraprocedural estimation of bsg length, diameter, and oversizing is essential to avoid this complication¿. Target vessel stenosis (2). All stenoses were corrected by endovascular means. Left renal artery occlusion (3) requiring mechanical thrombectomy to restore renal perfusion and renal function.

Manufacturer narrative:
The patient ID was not provided. Therefore the gore complaint reference number was used. The mean age of the study cohort was 74 years. The vast majority the patients were male. The exact event date remains unknown, therefore the month and year the literature was published was used. (B)(6) 2021 was selected as a best estimate. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Manufacturer narrative:
C1: added suspect product. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Investigation findings and conclusion: several requests were emailed to the author to provide additional information, for example serial numbers, patient information, dates of implantation, onset dates of the events, description of the initial procedures and the reinterventions. Also radiographic images of the cases were requested. The requested information was not provided. With no additional information provided, gore is unable to perform further investigations of the related complaints. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. The devices remain implanted in the patients. Therefore device evaluations could not be performed. Clinical images enabling direct assessment of product performance were not returned for evaluation. Moreover, the information reported in the complaint does not reasonably suggest a potential malfunction has occurred, and the information provided within the literature cannot be connected to a specific device. Based on the event description and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of these incidents and assign the root causes. The instruction for use states the following: warning: special care should be taken to ensure that the appropriate size endoprosthesis, compatible sheath and guidewire are selected prior to introduction. Native vessel dimensions must be accurately measured, not estimated. Precaution: antiplatelet medication should be initiated prior to and after placement of the gore® viabahn® vbx balloon expandable endoprosthesis. Effective anticoagulation therapy, if needed, should be maintained at a dosage deemed appropriate by the physician. The presence of heparin on the gore® viabahn® vbx balloon expandable endoprosthesis is not intended to serve as an alternative to the surgeon¿s chosen intraoperative or postoperative anticoagulation regimens. Hazards and adverse events: procedure related: as with all procedures that utilize techniques for introducing a catheter into a vessel, complications may be expected. These complications include, but are not limited to: vessel thrombosis; occlusion; transient or permanent contrast induced renal failure; renal toxicity; malposition; hazards and adverse events: device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: stenosis, thrombosis or occlusion; side branch occlusion; sizing and selection of the gore® viabahn® vbx balloon expandable endoprosthesis: prior to opening the sterile package, check that the diameter and length of the endoprosthesis as well as the delivery catheter length are correct before removing from the packaging. In selecting the appropriate size endoprosthesis, a careful assessment of the vessel is necessary. Aneurysmal lesions: to assure adequate anchoring, the diameter of the endoprosthesis should be approximately 5 - 20% or 1 mm larger than the healthy vessel diameter proximal and distal to the lesion. To prevent endoprosthesis migration, care should be taken to ensure the device is sufficiently apposed to the vessel wall between initial device deployment and post-dilatation (if performed). The endoprosthesis lengths of the gore® viabahn® vbx balloon expandable endoprosthesis listed in table 1 are nominal. Wherever appropriate, it is recommended that the endoprosthesis overlap the native vessel at least 1 cm beyond the proximal and distal margins of the lesion when treating stenotic or occlusive lesions and preferably at least 2 cm beyond the proximal and distal margins of the lesion when treating aneurysmal lesions. Endoprosthesis foreshortening should be taken into account to achieve the recommended lesion coverage.